Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. Prior to this, this lead had been causing diaphragmmatic stimulation. At that time, the physician had considered placing a new lv lead, but that did not occur.